Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a rash around the ipg site and waist. It was also stated that the battery sight may be leaking. The patient underwent a medical procedure to treat the patients pain.